Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system identification anomalies have occurred. The following information was provided by the initial reporter: presents identification anomalies.

Manufacturer narrative:
D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system identification anomalies have occurred. The following information was provided by the initial reporter: presents identification anomalies.

Manufacturer narrative:
H.6. Investigation summary: a failure for misidentification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported anomalies with identification of some organisms. Technical service reviewed the customer workflow and recommended ensuring the ID broth suspension is complete and vortexed. Additionally, bd technical service supported remotely to update the instrument pud, after which the issue was resolved. Additionally, the optical system was verified and was working properly. The root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case (B)(4). Related to this failure mode. Complaints for results did breach an alert level trend in the month of h3 other text : see h.10 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.